Manufacturer narrative:
One device was received for evaluation. The event history log revealed a consistent amount of 45,986 and 46,011 error codes. Functional testing showed error code 45,986 and 46,011 multiple times. It was determined that the bad main control board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system error message. The fault occurred during the preventive maintenance process, there was no patient involvement. Device analysis revealed that the device produced error code 45,986 and 46,011 multiple times.